Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a cerebrovascular accident. It is not known if the outcome was device or therapy-related as it was not provided by the customer. The pump was not explanted. The patient had multifocal strokes (non-hemorrhagic) with concern for brainstem involvement. There were no changes to the patient condition or anticoagulation status that may have contributed. CT imaging was used for the diagnosis and it was noted the device operated as expected.